Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic was cracked but is still bonded to the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, resulting in the "reposition jaws and reactive" yellow message screen is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). Then the "replace instrument" screen would be displayed after receiving the "reposition and reactivate" message twice.

Event description:
It was reported that during total laparoscopic hysterectomy procedure the electrode on the lower jaw was detached during the surgery. When they coagulate the local bleeder and activate on the same site for more than a few seconds, when they pull away the jaw, the electrode was detached. It cannot be used as error appeared on the generator. No patient consequences reported.